Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: g2 additional point of contact: name: ron pfeffer, mail ID: rpfeffer@luminishealth.org the fse replaced the compressor, mufflers, and performed test. The unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing department received the following part associated with this complaint: compressor scroll. This part was received with a reported unit failure message of compressor output test registering more than 2000rpms. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed compressor output tests and passed within the factory specification. The fat dept. Could not verify the failure message of output test more than 2000 rpms. Compressor scroll passed testing. Retaining compressor in the fat dept.

Event description:
It was reported by getinge fse that during pm the cardiosave intra-aortic balloon pump (iabp) showed more than 2000 rpm, as part of the compressor output test (electrical test failure). There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1 (initial reporter): (B)(6). Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.